Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit not autofilling.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Complaint record being cancelled as it is a duplicate to tw# (B)(4); mfg report number 2249723-2022-02278. Revert all sections to blank : b. Adverse event or product problem, d. Suspect medical device, e. Initial reporter, g. All manufacturers ,h. Device manufacturers only.

Event description:
Complaint record being cancelled as it is a duplicate to tw(B)(4); mfg report number 2249723-2022-02278.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit not autofilling. There was no patient involvement.